Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (will not fully boot up) was confirmed. Upon investigation the monitor passed a flash test but was resetting. Root cause analysis is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) old male pt called zoll customer support to report that the pt's monitor would not fully power up and the monitor was making a humming sound. The pt was issued a replacement monitor.